Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that the patient¿s blood glucose read high (>500mg/dl) while wearing the pod on her arm for between 4 and 24 hour. The pod was applied the night before and she did not think it worked through the night. The patient had been throwing up, her skin tone was grey, and her body/stomach was in pain the following day. She was limp and was going to pass out. The mother took her to the hospital and she was diagnosed with diabetic ketoacidosis. The patient was hospitalized overnight and was released when they found that the new pod was working. Treatment included an IV, fluids, medicine to get the acid out of her, and insulin through the IV. The pod taken off at the hospital and not kept. The patient's blood glucose history is as follows: (B)(6).